Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The 23mm commander delivery system (ds) was returned locked between default and warning marker with 25 percent flex and 70 percent fine adjust, the loader cap assembly was inserted on the flex shaft, the atrion was unlocked with approximately 3ml blood was attached to the balloon port with stopcock, and there were pin holes with leakage observed on inflation balloon. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; there was tortuosity present on the abdominal aorta and calcification was present on the landing zone. The complaint for balloon leak was confirmed based on returned product evaluation. However, no manufacturing nonconformance was identified during the evaluation as the returned device conforms to the specifications (see dimensional testing in product evaluation). Additionally, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per training manual, calcified anatomy is one of the factors that may affect thv deployment characteristics. 3mensio revealed the presence of calcification in landing zone. Therefore, as the delivery system balloon was inflated during deployment, the calcified deposits in the landing zone may have caused the stress concentrations on the balloon and punctured the balloon, resulting in the reported balloon pinhole leakage. Additionally, the balloon may have interacted with the pre-existing surgical valve frame during inflation and caused pinhole leak on the balloon. As such, available information suggests that patient factors (calcification) and/or procedural factors (balloon interacts with pre-existing surgical valve frame) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, during final deployment, immediately after deployment, with the 23mm commander delivery system the balloon burst. The balloon expanded into surgical valve frame and developed a small leak. The valve was delivered successfully, and the patient had no injuries and was stable. Engineering evaluation found the balloon had a leak.

Manufacturer narrative:
The investigation is ongoing.